Event description:
It was reported that during a thyroidectomy, the first device was opened, activated and the tissue pad started to pull up. The second device, the tissue pad was flaking off. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.